Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box showed several unexplained pump reboot events causing the basal total daily dose to appear to be inaccurate. The pump was exercised for 24 hours with a 1.0u/hr basal rate. At the end of testing the basal history correctly showed 1.0u and the tdd showed 24.0u. The tdd added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.